Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Based on the information provided, isi has not determined the root cause for the plastic piece of force bipolar instrument falling inside the patient. According to the customer, the "minute size" fragment was not retrieved and will not be returned to isi for evaluation. The force bipolar instrument associated with this complaint has yet to be returned to isi for analysis. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) and no related system errors were found to have occurred during the surgical procedure. A log review was performed for the force bipolar instrument reported in this complaint (pn: 470405-06/n10200713 0065) and the following was found: per logs, the instrument was last used on 17-aug-2020 on system (sk1111) with 9 uses remaining. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during the da vinci-assisted prostatectomy procedure, a small plastic piece was missing from the tip of the force bipolar instrument and had allegedly fallen inside the patent. The surgical staff attempted to locate the small piece of plastic, but reportedly was unable to due to the minute size of the broken piece. The site reportedly performed an x-ray per the institution's policy, but the results of the x-ray are unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 1st usage and, therefore, had not expired. Blank because the product is not implantable. Blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure the force bipolar instrument broke (with 9 uses left) inside the patient. The instrument arm was removed and the surgical staff noticed a small plastic piece was missing from the tip where it opens. The staff made an effort to find the small piece, but due to the small size of the broken piece, it was not found. An x-ray was taken according to institutions policy. The site completed the procedure and there was no reported patient injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information related to the event. However, as of the date of this report, no more details have been provided.